Manufacturer narrative:
Upon further review, bard medical has determined that this MDR was initially reported in error as this event is not reportable. The device was not returned.

Event description:
It was reported that the tubing of the leg bag had kinks and was not draining urine. It was later reported the patient stated that they could visibly see the urine was not draining sufficiently into the drainage bag, and that it was not retaining the urine.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the tubing of the leg bag had kinks and was not draining urine.